Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 425 mg/dl at the time of the incident. Customer stated that insulin pump had no delivery alarm. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.